Event description:
It was reported that the patient received inappropriate shocks while in a hospital. Device interrogation showed a decline in rv pacing impedance, to 376 ohms, as well as artifact during vf detection. It was believed to be possibly related to lead insulation. The lead was explanted and replaced. During explant, the doctor noted that a slight angle 5 cm from distal tip was present with possible damage. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary - no anomalies found. Full lead returned and analyzed. Additional analyst comment - there is only one set of setscrew marks on the is - 1 pin and it is too proximal - lead was not fully inserted into the device.